Event description:
The complainant alleged that during biomed testing, the device would display "fault 117" message intermittently. The complainant indicated that there was no pt involvement in the reported malfunction.